Event description:
The reported issue of a broken tip was found during preparation for use for an unspecified procedure. The intended procedure was completed using another device without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, based on the damage pattern, it was likely mechanically induced. It is not possible to say whether there was prior damage/wear to the insulating insert or whether the damage was triggered during the last preparation (cds) of the instrument or during the last procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope sheath had a broken tip. It is unknown when the issue occurred. There were no reports of patient harm.